Event description:
Reportedly, the pt had a procedure done in 2005. The pt returned to surgery for intestinal bleeding and was operated on again nine days later. At that time the surgeon noted a leak at the junction of two staple lines. The pt later died of septic shock three days later.